Event description:
It was reported that the roller clamp of a clearlink continu-flo solution set had no roller wheel. It was not specified when in the process this occurred. It is unknown if there was any patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was occurred before patient use. There is no report of patient involvement. No additional information is available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available at the plant for evaluation. Visual inspection confirmed that, the white roller is missing from the regulating clamp. The reported condition was confirmed. No other obvious defects were found. No further testing was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the reported condition was not identified. Should additional relevant information become available, a follow-up medwatch will be submitted.